Manufacturer narrative:
It was reported that there had been an increased number of short circuits on the cev669b handle cev669b dia 5mm ang bipolar with consequences of sparking and smokes, either during surgery or during functional testing. The occurrences were without serious consequences; no patient injuries. The event did not lead to an increase of surgery time. Linked to mfg. Report numbers: 2523190-2020-00079, 2523190-2020-00080, 2523190-2020-00081, 2523190-2020-00082, 2523190-2020-00083, 2523190-2020-00085.

Event description:
This is 6 of 7 reports. It was reported that there had been an increased number of short circuits on the handle cev669b dia 5mm ang bipolar with consequences of sparking and smokes, either during surgery or during functional testing. The occurrences were without serious consequences; no patient injuries. The event did not lead to an increase of surgery time.

Manufacturer narrative:
Device history record (DHR) - DHR was reviewed and no anomalies that could be associated with the complaint were observed. The bipolar handle was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The black plastic part was burnt at the connection. Root cause: the burn of the plastic part was the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument despite the recommendations of the instructions for use (IFU) nt058.